Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to the disassociation of the glenosphere from the metaglene and was free floating. No further information is known at this time. There was no implant record available, so exact size and lot numbers of explants not known. Yesterday the surgery replaced the glenosphere and poly on a delta extend. There was no surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: right shoulder.